Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 pen ndl 32g 4mm pro 100 box ap experienced product damage with the device still considered operable. It was not specified whether the product defect was noted prior to during, or after use. The following information was provided by the initial reporter: customer of pharmacy reporting that 1 in 7 needles is failing. She is using the pen needle to inject insulin to her cat. Customer reported that they have been using 320566 to inject her cat with insulin. She is claiming approximately 1 in 7 needles have failed and as a direct consequence her cats diabetes has worsened. She would not give the pharmacy any contact details.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that 7 pen ndl 32g 4mm pro 100 box ap experienced product damage with the device still considered operable. It was not specified whether the product defect was noted prior to during, or after use. The following information was provided by the initial reporter: customer of pharmacy reporting that 1 in 7 needles is failing. She is using the pen needle to inject insulin to her cat. Customer reported that they have been using 320566 to inject her cat with insulin. She is claiming approximately 1 in 7 needles have failed and as a direct consequence her cats diabetes has worsened. She would not give the pharmacy any contact details.